Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013, due to pain and posterolateral fluid collection. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04606 / 04607).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(6) facility. Examination of returned device found no evidence of product non-conformance. A review of the provided data and a visual examination of the revised components have indicated wear patches on the bearing surfaces of both the femoral head and acetabular cup, with the latter located specifically towards the rim. There is also a degree of flattening of the inner rim of the cup. These mechanisms are often indicative of a degree of edge loading or subluxation, mechanisms which may arise when the components are sub-optimally positioned or if the patient had a degree of joint laxity. In this instance, the reported angles of cup inclination and anteversion are in good correlation with those stipulated in the relevant surgical technique and the stem is reported to be neutrally positioned in the femoral canal. The use of a femoral head with a +3mm offset however, could suggest that joint laxity was a concern at the time of primary surgery. It should also be noted that the loading through the implant components could be considered to have been excessive, considering that the patient's bmi falls within the overweight category for his gender and age. The indentations and scratching observed on the bearing surfaces are likely a result of the presence of a third body at this interface; the source of the debris however is unclear. Together with the probable edge loading, these mechanisms and their resulting adverse wear are probably a contributing factor behind the MRI observations that "are consistent with armd". Note that the co and cr levels detected in the patient's blood were below the limit defined in (B)(4). The female taper of the femoral head exhibits black residue across approximately 60% of its surface, which correlates well with the observations made during the revision surgery and indicates that fretting or galling mechanisms were active. The redlux wear measurements have indicated that the wear of this taper surface was specifically to one side. This suggests that there was micromotion at the taper interface, which may have been caused by insufficient taper impaction or suboptimal assembly conditions during primary surgery. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04606 / 04607).

Event description:
It was reported that a patient enrolled in a clinical study underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to pain and posterolateral fluid collection. The modular head and acetabular cup were removed and replaced. Additional information received reported patient was revised on (B)(6) 2013 due to armd. During the procedure, a posterior trochanteric collection extending from joint contained within a slightly metal-stained pseudo-capsule, clear yellow fluid, black staining and pitting to the trunnion surface, and a well-fixed stem and cup were noted. All components were removed and replaced. Reported from (B)(6) laboratory.